Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon, blood in the balloon, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed that the tip damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a 2mm long tear 2mm proximal of proximal marker band, and a hole 5mm proximal of the proximal marker band in both inner and outer shaft. The damage was consistent with an interaction with another device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on the device analysis completed on 11may2020. It was reported that inflation failure occurred. The stenosed target lesion was located in the c5 section carotid artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was used for dilatation. However, upon inflation, the balloon failed to inflate. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a hole and tear on the proximal marker band.